Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf impact code f2301 captures the reportable event of additional intervention performed in an attempt to remove the stent. Imdrf impact code f19 captures the reportable event of surgery performed to remove the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a pancreatic cyst/gastric (intestinal) bypass surgery through endoscope performed on (B)(6) 2023. On (B)(6) 2024, it was noted that the stent had migrated. The stent was attempted to be removed using a snare; however, overgrowth was noted, and the stent was unable to be removed. A second attempt was made to remove the stent on (B)(6) 2024, but overgrowth had progressed, and the stent was still not removed. A surgery was then performed, and the stent was successfully removed. There were no patient complications as a result of this event.